Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report # 3005099803-2013-02840 for a description of the other device. It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, it was confirmed that the physician implanted the uphold vaginal support system and solyx sis system (B)(6) 2010. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.